Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 279 mg/dl while the sensor glucose reading was 59 mg/dl. The customer stated that his pump went into threshold suspend. The customer also received 2 calibration errors and change sensor alert. The customer declined to troubleshoot.